Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A radiograph was provided and reviewed. The image shows an overview of the pelvis and a bilateral ths can be seen. As the image is taken before the reported event, it does not confirm the event, nor enhance the outcome of the investigation. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right hip arthroplasty and subsequently, approximately 16 years post implantation, was revised due to dislocation. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Epoch femoral stem item# unknown lot unknown. Trilogy cluster shell item# unknown lot unknown. 20 poly liner item# unknown lot unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.